Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): battery - high impedance. The incorrect recommended replacement time (rrt) battery voltage measurements are the result of high internal battery resistance.

Event description:
It was reported that at a follow-up visit the patient's device battery voltage was at 2.95 volts. The patient presented to the hospital approximately six weeks later complaining of lethargy, lightheadedness and feeling generally unwell. Upon interrogation, the device displayed a battery voltage of 2.81 volts indicating elective replacement indicator (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.